Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds and loss of capture (loc) due to perforation. No additional adverse patient effects were reported.